Event description:
Title: bariatric surgery as the one route to achieving donor heart transplantation in a patient with a left-ventricular assist device. Author: clara boeker, ibrahim a. Hakami, julian mall, christian reetz , kamil yamac, hinrich koehler. Citation: obes facts 2022;15:99¿103 doi: 10.1159/000519950. 48-year-old male patient with heart insufficiency and an implanted left-ventricular assist device (lvad) wanted to reduce his high bmi (48.6 kg/m2), so as to qualify for the heart transplant waiting list. According to the guidelines, he underwent all the required preoperative testing, which included psychosomatic clarifications, determination of endocrinological causes, and a nutritional consultation. During laparoscopic sleeve gastrectomy, a cardiac technician was present to support the anesthetist. After inserting 3 trocars with no complications, the greater curvature was mobilized using medtronic¿s bipolar electrothermal vessel-sealing instrument, ligasure. The resection was performed with an ethicon endostapler echelontm flex 60. Reported complication included one year after surgery, he had to undergo inpatient treatment for a driveline infection; this included wound cleansing and vacuum therapy for 8 weeks. In conclusion patient underwent successful bariatric surgery and still enjoys good health and fitness. The aim of reducing bmi so that the patient might find a place on the transplant list was realized. By achieving weight loss and reducing strain on the heart, bariatric surgery may preclude the need for lvad implantation or a heart transplantation, but may also act as a bridging treatment to heart transplant eligibility in patients with advanced heart failure.

Manufacturer narrative:
(B)(4). Date of event: publication date of 12/10/2021, exact event date unk. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.